Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 3 functional tricuspid regurgitation (tr), enlarged atrium, thin leaflets and tethering septal leaflet for a triclip procedure. During the procedure, post deployment of first mitraclip, a single leaflet device attachment(slda) occurred from anterior leaflet. Per the physician, slda was due to the excessive tension on the anterior leaflet. Second triclip was implanted at anteroseptal commissure for stabilization. Third triclip was implanted at posterior septal commissure. The tr was reduced to grade 2 post procedure. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported slda was due to procedural circumstances. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.